Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 12 devices were received for evaluation; 12 events were confirmed during testing. 12 devices were found to have damaged or missing components. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device disassembled. There was no patient involvement; no patient impact.